Manufacturer narrative:
Investigation is in progress. Supplemental mdrs will be submitted once the investigation is completed. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from switzerland alleged discrepant results for multiple patients while using the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The alleged samples initially generated positive results for either target 1 (sars-cov-2) and target 2 (pan-sarbecovirus) or only target 1 (sars-cov-2) or only target 2 (pan-sarbecovirus). New samples were obtained which generated a negative sars-cov-2 result. The initial positive results were released. No harm was alleged. An investigation is in progress to evaluate the customer issue. Per FDA¿s eua guidance, 3 batch mdrs will be filed to represent all samples on a given run. Each batch MDR will represent one event on a single device, as per FDA guidance.

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2022-00325. No product problem or systemic issue was identified and the differences observed are likely sample specific. The reason for the discrepancies observed by the patient are likely sample and/or site specific factors. The differences observed between the different results are likely a result of the sample having a low level of viral genomic material present. Samples at the lod of an assay can be expected to generate wavering results upon repeat with the same platform or different platforms. Another likely cause of the discrepancies alleged is contamination during sample handling, after the customer performed a decontamination no further discrepant results were alleged.